Manufacturer narrative:
Analysis of the software 9735585 stealthstation cranial (unknown serial/lot #) found insufficient information. Per (B)(4), there was a suspect scanner issue. Product event summary # (B)(4), synergy cranial 3.0.2 missing slices. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system event having occurred outside of procedure. It was reported that when an exam was pushed over the network to the navigation system, there were missing slices. The site reported that radiology re-configured the image and re-pushed the scan. The missing slices issue went away, but a warning was received for the exam. "Warning: blank slices were added because of missing slices non-uniform spacing or invalid data.". Issue occurred prior to surgery, no patient present.